Event description:
It was reported that a patient's pump had "gone empty" in the past, and oral medication had "helped" with symptoms". The pump contained baclofen; concentration and daily dose being administered via the pump were not reported. As of (B)(6) 2011, the physician considered decreasing the pump dose to "buy time" due to refill coverage/insurance issues. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).